Manufacturer narrative:
The hospital's director of dialysis services reported that a female patient became hypocalcemic after receiving dialysis treatment using medivators centrisol acid concentrate. It was reported that the patient was suffering from postpartum and symptoms of hellp syndrome after childbirth. It was reported that her kidneys were failing and was put on emergency dialysis. Immediately after receiving dialysis, her calcium levels plummeted. The patient was hospitalized. Medivators customer care department has contacted the facility in order to get the product used in this treatment back for inspection. Medivators qa has tested reserve samples of the acid concentrate lot# reported and the results met all acceptable criteria. This analysis provides evidence that the product should have operated according to specifications if used correctly for dialysis treatment. There is limited information regarding the patient's current condition. This complaint will continue to be maintained within medivators complaint system.

Event description:
The facility reported that a patient became hypocalcemic after receiving dialysis treatment using medivators acid concentrate solution.